Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting the customer being hospitalized. Bg value and cause was not provided. Reportedly, the customer lost consciousness. Customer was treated with intravenous fluid; although the customer could not recall the specific fluids. Treatment resolved the issue and there was no permanent damage. Reportedly, the customer was discharged the same day. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The complaint could not be confirmed.